Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how was the procedure completed? A new securestrap was opened and the case was completed. Any patient consequences? No. Status of device return? Collecting in progress. If device shipped provide tracking number? Tba.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2019 and the absorbable straps were used. At the beginning, the device worked normally, then strap fell out of jaws and could not be used.

Manufacturer narrative:
Product complaint # (B)(4). Device evaluated by MFR summary: the device was returned with no damage in the external components. In addition, foil pouch was received. The device was activated manually and 12 straps were delivered properly. There were no damages were found on internal instrument components. No conclusion could be reached as to what may have caused the reported incident.